Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed functional testing. No unexpected alarms were noted. The motor passed motor test. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 332 mg/dl. The mother of the customer reported receiving a no delivery alarm from the insulin pump. The mother of the customer reported that the alarm was resolved by an infusion set change. The customer also reported receiving a motor error alarm from the insulin pump during bolus. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer was unable to rewind the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.